Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The infection was presumed to be peritonitis; however this was not medically confirmed. The cause of the infection was unknown. It was unknown if the patient was hospitalized for the event. Treatment and patient outcome were not reported. It was unknown if pd therapy was ongoing at the time of the reported event. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. It was reported that the patient experienced an infection in 2012. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).